Event description:
As per information received from the affiliate: the cypher stent was misaligned on the balloon and measured approximately 5 mm shorter than the labeled length. This abnormality was noted upon removal from the packaging; therefore, the product was not used in the patient. This patient was admitted for intervention to an unspecified target lesion. During prep of the 3.5 x 23 mm cypher stent, the physician noted that there was mounting misalignment of the stent and the marker band of the balloon. Another cypher stent (different lot #) was used instead and the procedure was completed successfully. Following the procedure, the physician inspected the cypher stent further and found that although the packaging indicates that the stent is 23 mm in length, the product only measured 18 mm in length. The product has been returned to cordis for evaluation, the reuslts of which are pending.